Manufacturer narrative:
(B)(4). The reported complaint of "blead back into contamination sheath" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " blead back into contamination sheath due to not being tighten all the way / possible may have been doingprocedure incorrectly /tried screwing port for where contamination sheath locks in to prevent blood from leaking". At the time of this report, the customer has not been able to provide any additional information on the patient involved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " blead back into contamination sheath due to not being tighten all the way / possible may have been doingprocedure incorrectly /tried screwing port for where contamination sheath locks in to prevent blood from leaking". At the time of this report, the customer has not been able to provide any additional information on the patient involved.